Event description:
As reported via the (B)(4) registry, a patient experienced cerebral hyperperfusion syndrome, bradycardia and hypotension. At the time of the index procedure, angiography revealed 60% stenosis of the ostial left internal carotid artery. The lesion was described as mildly calcified and ulcerated. The reference vessel was 6.0 mm in diameter and mildly tortuous. Pre-procedure rankin and nih stoke scale scores were 0 and the patient was asymptomatic. An angioguard rx with a 6mm basket was deployed beyond the target lesion and an 8.0 x 50mm precise pro rx was implanted at the target lesion by direct stenting. Immediately after stent implantation, the patient's heart rate dropped to 5 beats per minute and systolic blood pressure dropped to the 40's. The patient also experienced expressive aphasia and right facial droop. The patient was treated with atropine and dopamine drip and was given narcan to reverse the versed. According to the investigator, the patient experienced cerebral hyperperfusion syndrome. The symptoms fully resolved after 20 minutes with no residuals. The angioguard was retrieved with no debris noted in the filter basket. The patient left the angiography suite without neurological deficit. According to the investigator, the event was related to the index procedure and not cordis product. The patient was discharged two days after the index procedure with rankin and nih stroke scale scores of 0.

Manufacturer narrative:
Concomitant medications included: plavix, clopidogrel, versed (intra-procedure) and bivalirudin (intra-procedure). Concomitant devices included: angioguard rx (lot # 7012488, cat # 601814rmc). Additional information will be submitted within 30 days of receipt. This is one of two devices involved in the event with manufacture report numbers: 9616099-2012-00403 and 1016427-2012-00101.

Manufacturer narrative:
DHR review completed. Complaint conclusion: as reported via the (B)(6) registry, a patient experienced cerebral hyperperfusion syndrome, bradycardia and hypotension. At the time of the index procedure, angiography revealed 60% stenosis of the ostial left internal carotid artery. The lesion was described as mildly calcified and ulcerated, 6.0 mm in diameter and mildly tortuous. Pre-procedure rankin and nih stoke scale scores were 0 and the patient was asymptomatic. An angioguard was deployed beyond the target lesion followed by deployment of a precise pro rx stent. Immediately after stent implantation, the patient's heart rate dropped to 5 beats per minute, systolic blood pressure dropped to the 40's and the patient experienced expressive aphasia and right facial droop. The patient was treated with atropine, a dopamine drip was begun and narran was administered to reverse the versed. According to the investigator, the patient experienced cerebral hyperperfusion syndrome. The symptoms fully resolved after 20 minutes with no residuals. The angioguard was retrieved with no debris noted in the filter basket. The patient left the angiography suite without neurological deficit. According to the investigator, the event was related to the index procedure and not cordis product. The patient was discharged two days after the index procedure with rankin and nih stroke scale scores of 0. The patient's medical history includes first-degree relative with premature, cad, hyperlipidemia, cardiac arrhythmia, myocardial infarction, coronary revascularization, hypertension a review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors ¿ all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event. This is one of two devices involved in the event with manufacture report numbers: 9616099-2012-00403 and 1016427-2012-00101.